Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How was the procedure completed? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Was any portion of the target tissue stapled or cut when the device blocked? If yes, were the staple line and cut line approximately equal in length? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? What is the current patient status? Additional information received: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Unknown. Did the jaws eventually open? Unknown. Was any portion of the target tissue stapled or cut when the device blocked? Unknown. If yes, were the staple line and cut line approximately equal in length? Na. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Not specifically mentioned, however should be treated as a complaint with patient consequence.

Event description:
It was reported that the doctor informed us that stapler could not open when introduced in the abdomen (sleeve gastrectomy). Stapler blocked and could not be used anymore.

Manufacturer narrative:
Product complaint # (B)(4). Batch number # p57h9x. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.